Event description:
The hospital biomedical technician reported the respiratory therapist said the unit was in use on patient and the unit started alarming and the screen went blank but the ventilator continued to ventilate. There was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported complaint. Review of the device diagnostic log history noted intermittent power issues after shut down of the device. The service technician replaced the cpu and power management boards as a precaution for the reported problem. Applicable final testing was completed and tests passed to operating specifications.